Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On february 24, 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began approximately 3 weeks prior to contacting lfs. On an unspecified date/time, the patient reported obtaining blood glucose readings in the range of '11 to 13 mmol/l' with the subject meter and '7 to 9 mmol/l' on another device (accucheck) performed within 30 minutes of each other. The patient was unable to recall the exact results obtained on the meters. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient stated that he manages his diabetes with insulin. In response to the alleged higher results he was obtaining with the subject meter, the patient reported eating less and taking an increased dose of insulin. The patient claimed he would take anywhere from 2 to 6 additional units during the day and would take 8 additional units of insulin in the evening. The patient denied developing symptoms as a result of the issue. The patient mentioned that a visit to the hcp (date not provided) resulted in increasing insulin doses in reaction to higher meter readings. At the time of troubleshooting, the patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510(k) # is k110637.